Manufacturer narrative:
This notification was previously reported on behalf of a user of a ds2adv auto CPAP w/humid cell/bt device with allegation(s) that the power box on the cord is getting extremely hot and the machine turns off. The patient reports waking up with a stuffy nose. Correction to h1 to reflect product problem.

Event description:
The manufacturer received information alleging that the power box on the cord of a ds2adv auto CPAP w/humid cell/bt device is getting extremely hot and the machine turns off. There was no smoke, flames, melting, warping or voids/gaps in the enclosure. The power supply was plugged into a power strip. The patient reports waking up with a stuffy nose. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.